Event description:
It was reported that the patient was in an intensive care unit two weeks ago due to baclofen withdrawal. The patient was having bad spasms. The patient was released from the hospital and had gone home. The patient was noted as being ''ok.'' The patient later was in the hospital on (B)(6) 2012 for a device revision procedure. No pump alarms occurred. Volume discrepancies were checked; however, volumes were unknown to the reporter. Imaging was performed and no issue was determined. The catheter was described as having "looked good." The pump and a portion of the catheter were replaced on (B)(6) 2012. The patient was "doing well", and was scheduled to leave the hospital on (B)(6) 2012.

Event description:
It was reported the patient experienced a withdrawal like event requiring a hospital stay 2 weeks prior to symptoms. A recent CT scan showed the catheter to be in the intrathecal space. At the time of symptoms on (B)(6) 2012 the proximal segment was found to be not functioning. Once the (B)(4) was cut in the back spontaneous csf occurred. It was unknown if the drug was lioresal or compounded baclofen. The patient recovered without sequelae.

Manufacturer narrative:
Final analysis of the pump (B)(4) revealed no anomaly found. Final analysis of the catheter (B)(4) revealed a non-significant indent in the seal of the sutureless connector that did not affect infusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown. Catheter model # 8596sc, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown; 8590-1 dacron pouch, lot # n268605, implanted: (B)(6) 2011, explanted: unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.